Manufacturer narrative:
Corrected: h3 hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: no issues were with the returned product. The cause of the failure to advance was not determined due to insufficient clinical details. Pd-any device-(twist, bent, kinked): no issues were with the returned product. The cause of product damage cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
D9: date device returned to manufacturer added.

Event description:
Clinical rationale: an impella rp device was inserted via the left femoral vein in a 76-year-old male patient presenting for elective placement. During the procedure, the peel-away sheath was found to be kinked inside the vessel, which prevented successful advancement and delivery of the device. The sheath had been in perfect condition prior to insertion. Due to the inability to advance the impella rp, the device was removed. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.